Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported by a company rep that the unit is out of specifications. There was an increase amount of fluid retained in pt since the deficit is too high and it was unaccounted for. Further, the procedure was completed but the procedure and the pt recovery was prolonged.